Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
A territory manager (tm) contacted zoll lifecor customer support to report that she was testing out a system she received for a fitting, and the charger messaged "charger problem." Support replaced the suspect battery pack.